Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note, additional device implanted during original procedure: pxt261414/7443528.

Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6), 2010, it was discovered that the contralateral leg component had become disconnected from the trunk-ipsilateral leg component, thereby creating a type iii endoleak. On (B)(6) 2010, this pt underwent a reintervention whereby the trunk-ipsilateral leg component and the contralateral leg component were connected using a contralateral leg component.